Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell and the touch screen became shattered. Additionally, it was reported that the customer was unable to interact with the pump touchscreen. Customer¿s blood glucose was 130 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.